Event description:
International affiliate reports that returned loan kit inspection found three of the four locking tabs on the distal end of the instrument had broken off from the instrument. The broken tabs were not returned with the instrument. It is not known when or where tab breakage occurred.

Manufacturer narrative:
Depuy synthes spine has requested return of the intermediate tightener for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Examination of the returned intermediate tightener confirmed tip breakage. Review of the device history record found no discrepancies. No definitive conclusions can be made at this time. However, tip breakage appears to be related to forces applied to the instrument during usage. A CAPA has been initiated to further investigate root cause and/or corrective actions. At this time, the complaint is considered to be closed.